Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had damage which required surgical intervention to repair it. This lead was able to be repaired and remains in service. No additional adverse patient effects were reported.